Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to b5: describe event or problem and d2a: common device name, correcting the common device name.